Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the trunk cable was physically damaged and the electrode belt was unable to securely connect to a monitor, causing the belt to fail incoming functionality testing. The root cause for the damaged cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During the investigation of an electrode belt, a reportable malfunction was found.